Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized at the time of death. Extraneal and physioneal therapies were ongoing until the time of death; however, it was not reported if the patient was connected for therapy when they passed away. The cause of death was unknown and an autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The zip code for the contact was reported as (B)(4). Should additional relevant information become available, a supplemental report will be submitted.